Event description:
On (B)(6) 2022, the patient returns for a physician's visit and states that she continues to have right hip pain, especially when engaging the hip flexor. She is unable to sleep on her right side or prone. Going up and down stairs is difficult and she feels like her gait is off. She has difficulty rising from the floor without support. Competitor implants were placed during the revision, however the depuy synthes stem had remained in situ. Complaint number: (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).